Event description:
It was reported that the fuse of the power supply was broken, that the evita switched over to the internal battery and the evita generated an audible alarm. The device also displayed the switched over function to the internal battery on the screen. It was reported that after a couple of minutes the device generated an audible alarm again and indicated a battery depletion. The device continued the ventilation during this process. It was also reported that after this alarm was given the evita stopped working, generated the power failure alarm and that the pt died.